Manufacturer narrative:
Siemens has received very limited information from the customer. Siemens has showed due diligence in attempting to obtain additional information several times. To date, no additional information has been provided. Therefore it will not be possible to perform an investigation. The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated that after troubleshooting the unit, which included cleaning and maintenance, they received a positive result and the error could not be reproduced. The cause of this event is unknown.

Event description:
The customer reported two false negative hcg results for one patient on the clinitek status+ instrument when compared to a positive result on another clinitek status+. There is no report of injury due to this event.